Event description:
As reported for this event by the customer, two hours into the therapeutic laparoscopic colectomy the device tip was damaged, including severe wear of the tissue pad. The procedure was completed with a new device. The settings at the time of the event are not known. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital (B)(6) hospital. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the tissue pad of the device of the device was found to be worn and partly peeled off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the cause of the event likely occurred from one of the following mechanisms: 1) since ultrasonic waves were output with the grip closed (including after the tissue was cut) without gripping the tissue, the tushoe pad was worn and partly peeled off. Grasping section was closed without grasping anything while the ultrasonic output was activated. This caused the tissue pad to wear out and partially peeled off. 2) due to the peeling of the tissue pad, the grip and the tip of the probe came into contact with each other. Since the tissue pad was peeled off, the grasping section and the probe came into contact. 3) an error occurred because ultrasonic waves were output with the grip and probe in contact. In addition, contact marks were generated. The ultrasonic output was activated while the grasping section was contacting the probe causing an error. This also caused the probe to have contact marks. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "do not close the grip and do not output when nothing is gripped between the grip and the tip of the probe, or when it cannot be confirmed whether the biological tissue or blood vessel being gripped has been incised. Due to abnormal heat generation due to friction between the grip and the tip of the probe, the grip and the tip of the probe may be damaged, deformed, fall off, or part of the tissue pad may come off, leading to severe wear. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When treating living tissue or blood vessels, apply light tension to make the incision so that the incision can be seen. Also, if it is separated, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the tip of the probe may cause damage, deformation, or dropout of the grip (both stainless steel part and fluororesin part) and the tip of the probe, and part of the tissue pad may come off. I have. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. The doctor is experienced in the use of the device. There was no delay in the completion of the procedure and the patient did not need to be given additional anesthesia. Normal output check was inspected for the device before use with no anomalies noted. Connection points to the generator were not inspected. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) bundled.